Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Information was provided that the company, 19.5 diopter lens was replaced with another unspecified, multifocal lens model. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, near vision is not as good as expected, and is not happy. The iol was exchanged in a secondary procedure. Additional information has been requested.